Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, customer's healthcare provider incorrectly adjusted the time. Customer's blood glucose level was 250 mg/dl. Customer corrected the pump time and resumed insulin delivery.